Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 1 year, 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with an elevated lactate dehydrogenase (ldh) level of 1116 u/l. The patient¿s inr was within therapeutic range. The patient was treated with dipyridamole, enoxaparin and eptifibatide, followed by integrilin. Pump power and flow estimation values were elevated. The patient developed hyperbilirubinemia, and a (B)(6) study was consistent with pump thrombosis. The patient underwent a device exchange on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: thrombus was confirmed in the evaluation of the pump. The pump was returned assembled with driveline cut approximately 2 inches from the pump housing and a 29 inch portion of the severed driveline was returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, flat, non-laminated thrombus formations were present on the inlet section and body of the rotor. A similar deposition was found on one of the stator blades of the outlet stator (proximal). The thrombus formations were not adhered to the rotor or stator blades, but areas of the formations were hard and denatured, indicating that they were present while the pump was operating. Origins of the thrombus formations could not be determined. The thrombus formations found in the pump could have contributed to the reported elevations in lactate dehydrogenase level. The thrombus formations would have also created additional resistance on the spinning rotor, potentially contributing to the reported elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.